Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a device change out due to normal eri, externalized conductors were observed via fluoroscopy. The patient was asymptomatic. No electrical abnormalities were reported. The lead was capped.